Manufacturer narrative:
It was determined zimmer biomet is not the legal manufacturer of this device. Please void this submission.

Event description:
It was determined zimmer biomet is not the legal manufacturer of this device. Please void this submission.

Manufacturer narrative:
(B)(4). Event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was burned during the procedure. The patient was due to have an arthroscopic procedure on the right shoulder and then proceed to an ulnar nerve release at the elbow during the same anesthetic. When the arthroscopy had finished what appeared to be a 7 x 5 cm scald appeared to be present on the skin of the inside of the right elbow. During the procedure there had been a problem getting the newly installed, unfamiliar, fluid pump system to extract fluid from the joint. This loss of suction may have been due to unfamiliarity with the new pump in that the disposables inserted into the pump may not have engaged properly. Because of this problem the vacuum suction was used to suck fluid from the joint. This was a change to usual practice but still did not give an obvious cause for the burn. There had been no obvious sign of over heating of the arthroscopy fluid to explain the presence of unusually hot irrigation fluid which could have caused the burn. There was no obvious sign of burns running down the arm. No further information has been made available.